Manufacturer narrative:
(B)(4). Investigation summary: bd had not received samples, but 2 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for shield fall off with the incident lot was observed as some of the syringes were seen without their shields, however this is most likely due to keeping them loose in the drawer. Additionally, 10 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to shield fall off as all samples met specifications. Bd recommends keeping the syringes in their cardboard box rather than loose in a drawer. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder experienced i.v shields and/or protective cap comes off letting needle exposed (applicable for product packed bulk in shelf cartons) clean needle stick/injury. The following information was provided by the initial reporter. The customer stated: "we found several bd eclipse signal needles in drawer without green cap, so with exposed needle. One nurse almost grabbed into a needle, but fortunately this did not happen so no injuries. Customer filed complaint that green needle caps are (too) easily removed from needle."